Event description:
Simon nitinal filter's legs did not fully open. It was found under x-ray after placement. The device was able to be deployed in a vessel bacuse dome part was opened.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number is unk. The filter was not returned for evaluation, as it ramins implanted. This filter is 100% inspected for proper petal symmetry, filter geometry and shape as well as for crossed legs during manufacturing. Based on the information recieved, it is unk if pt or perocedural factors contributed to this event. The results of this investigation are inconclusive and the root cause is unk.